Manufacturer narrative:
Investigation summary: DHR: release date: (B)(6)2018. Released quantity was (B)(4). All visual inspections were performed as per requirement. A quality notification was issued for missing print during the manufacture of the batch. Adjustments were made and product requalified per applicable aql before production resumed. Batch 8154719 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. One 10ml ll syringe with needle in an opened blister pack of batch #8154719 (p/n 305064) was received and visually inspected. It was observed that the syringe was blank with no visible scale markings. Potential root cause for the missing scale defect is associated with the ink flow failure during the marking process. No corrective actions are necessary based on the defective rate identified.

Event description:
It was reported that "more than 50" of the bd luer-lok¿ blunt fill needles were found right out of the packaging with no scale markings on the syringes, being "completely clear no writing on it at all".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "more than 50" of the bd luer-lok¿ blunt fill needles were found right out of the packaging with no scale markings on the syringes, being "completely clear no writing on it at all".